Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, customer delivered two boluses via the pump to address the issue and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.